Event description:
Patient had a history of an infrarenal abdominal aortic aneurysm and iliac artery aneurysm repaired emergently in 1994 with a bifurcated graft measuring 18 x 9 cm. He was seen in our vascular surgery clinic for evaluation of thoracic aortic aneurysm, abdominal aortic aneurysm, femoral aneurysm, and popliteal aneurysm. He underwent an sma and left renal artery bypass and endovascular stent grafting to repair the thoracic aortic aneurysm. During the procedure, the stent graft did not deploy correctly - the proximal piece of the stent graft deployed, but the distal point of the stent graft was constrained which partially obstructed flow to the distal aorta and iliac system, and required an emergent bypass. It was removed, and another stent graft was placed. Post-operatively, the patient was hypotensive, and there was concern for celiac artery hypoperfusion and lack of collateralization. He was taken to the or for exploration where he was found to have ischemia involving the distal transverse colon, the splenic flexure, and the left colon. A left hemicolectomy was performed. Over the ensuing 24 hours, the patient had persistent acidosis and was unable to clear lactate. The colostomy appeared dusky, and the patient returned to the or. There was severe global intestinal ischemia. Intra-operatively, the patient went into pea and died. It is unclear at this point if the deployment issue contributed to the patient's death.